Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the objective lens and the light guide adhesive around lens had areas of missing or damaged sealing agent. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure: expected or random component failure without any design or manufacturing issue, due to leakage/seal problems caused by inadequate/broken seal within the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.